Manufacturer narrative:
The vent was overdue to 10k preventive maintenance.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The cse inspected the device and perform 10k preventative maintenance. The unit passed extended self testing.